Event description:
It was reported that balloon rupture and catheter removal difficulties occurred. The target lesion was located in the cephalic vein. Declotting was performed with a lue graft that was previously stented with a non-bsc stent. A 10.0 x40, 75cm gladiator¿ balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated using a 3cc non-bsc syringe. While dilating the occluded segment of the vein within the stent, it was noted that the balloon ruptured on the first inflation. The physician attempted to remove the device from the patient through the sheath but removal difficulties were encountered. The device and the sheath were completely removed from the patient. A new sheath was placed and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a break was identified in the shaft of the returned device and the balloon was ruptured. A visual examination of the returned device identified a circumferential tear in the balloon material. The tear was identified 8mm distal to the proximal touch up. In addition, a longitudinal balloon tear was identified 10mm proximal to the tip. The tear measured 57mm in length and extended proximally along the balloon material. None of the balloon material had detached. The proximal bond outer diameter was measured which is within specification. A visual and microscopic examination could find no issue with the profile of the devices markerbands. A tactile examination found that the shaft was kinked adjacent to both break sites. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulties occurred. The target lesion was located in the cephalic vein. Declotting was performed with a lue graft that was previously stented with a non-bsc stent. A 10.0 x40, 75cm gladiator¿ balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated using a 3cc non-bsc syringe. While dilating the occluded segment of the vein within the stent, it was noted that the balloon ruptured on the first inflation. The physician attempted to remove the device from the patient through the sheath but removal difficulties were encountered. The device and the sheath were completely removed from the patient. A new sheath was placed and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).